Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that about a week prior to the report the stim would crank up really high and then after about a minute or so it will go back to normal and it would almost "knock the wind out of her". The patient said when she was sitting and goes to walking, the stim increases really high. When laying down to go to bed, the stim increases really high and then goes back to normal. The controller was not with the patient to verify if the stim was actually increasing, or if it was the adaptive stim changing to the new position. It was reviewed that the pressure of the lead to the spinal column could be the reason for the sensation of increasing stim. The patient was going to take note of the sensation and was going to try to see if the settings were increasing and to determine if she has adaptive stimulation enabled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on march 18, 2020. It was reported that the patient had turned the ins off for surgery and hadn't had any issues with it lately. Nothing was reported to explain why the patient was having surgery, but in response to what other actions were taken or planned to resolve the stimulation changes, the patient responded with "I don't know". No other new information was provided. No further complications were reported or anticipated.